Event description:
Fill volume: 400ml. Flow rate: 100ml/hr. Procedure: IV solumedral infusion. Cathplace: IV. This is report 2 of 6; please reference: 2026095-2014-00206/14-00867 (a), 2026095-2014-00238/14-00867 (c), 2026095-2014-00239/14-00867 (d), 2026095-2014-00240/14/00867 (e), 2026095-2014-00241/14-00867 (f). Pt 2, pump 1 of 5. It was reported by a pharmacist that 6 incidents of fast flow occurred during infusion of solumedral with 6 individual homepumps and two pts. For pt 2, there were a total of 5 pumps, each one was used daily and it was reported that each one ran in about 3 hours. No pt consequences was reported.

Manufacturer narrative:
Method: the device was reported not to be available for eval and analysis. As the lot number is not known, a review of the device history record (DHR) cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. Conclusions: the device was not returned to I-flow for eval, therefore we are unable to determine the cause for the reported event. Limited info was provided by the reporter; therefore, further info has been requested but not yet received. If add'l info pertinent to this complaint is received, a follow up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for add'l investigations.